Event description:
The patient's spouse reported that the previously working remote monitor did not power on after they had an electrical surge in the house. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.